Event description:
The customer reported receiving an alarm on the insulin pump and insulin squirting out during manual priming. The blood glucose was 137 mg/dl. Upon inspection the customer noticed that the drive support cap was protruded. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to the flush/loose drive support disk. No error alarm noted. The device was received with cracked display window corner, reservoir tube lip, belt clip slot, reservoir tube, minor scratched display window.